Manufacturer narrative:
Product analysis: visual and microscopic inspection identified hexalobe deformation, thread flank damage, deformation and vertical shearing of the set screw thread. The above observations are consistent with overloading the set screw during attempted construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of scoliosis. Intra-op, when final tightening the set screw, it did not sound "good" when tightened, and did not final tighten properly. When the set screw was removed, it was observed that there was significant damage to the threads of the set screw. The set screw came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.